Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event and the status of the device are pending. The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer high-definition autoclavable camera head has ¿problems with the image¿. The customer¿s reported problem was found during an unspecified event. No death, injury or harm has been reported. The device will be returned to olympus for service/repair.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event. The customer¿s reported phenomenon was found during maintenance. The device was inspected prior to use and no abnormalities were observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.